Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the ventricular assist device (vad) system, a drive line extension cable was being used to prevent the sterile environment in the operating room from being contaminated. There were no issues right up until the rib cage was about to be closed. Suddenly, an electric failure occurred which brought the pump to a standstill for about 10 minutes. Only after the driveline extension cable was removed, and the driveline was connected directly to the controller, was the pump once again able to achieve the desired rate of revolutions of 2400 rpm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding the recall number. Product event summary: the pump, driveline extension cable, and one (1) controller (B)(4)) were not returned for evaluation. Failure analysis could not be performed as the devices were not returned. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on (B)(6) 2017. A vad stopped alarm was logged at 13:58:55, due to an open phase on both stators. This was followed by an electrical fault alarm logged at 13:59:15 due to a phase not connected on the front stator. At 14:00:23, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms along with multiple failed attempts of the pump to restart. In addition, 8 low flow alarms were recorded since (B)(6) 2017. This is an additional finding unrelated to the reported event. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Of note, it was reported that removing the extension cable and connecting the driveline cable to the controller resolved the issue as the pump worked as intended. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the last vad disconnect alarm may be attributed to the reported removal of the driveline extension cable from the controller. Possible root causes for the electrical fault and vad stopped/disconnect alarms observed in the log files may be attributed but not limited to a marginal connection between the driveline extension cable and the controller and/or a malfunction of the driveline extension cable. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA (B)(4) is investigating pump failures to restart. Additional products: brand name: heartware ventricular assist system ¿ pump, medical device: serial #: (B)(4). (B)(4). Brand name: heartware ventricular assist system ¿ controller 2., medical device: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? Yes. Device: mfg date: 28-feb-2017. Labeled for single use? No. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial# (B)(6), h6:FDA img code: g04105, h6:FDA result code(s):c21, h6:FDA conclusion code(s): d16 serial# (B)(6), h6:FDA img code: g04035. The ventricular assist device (vad) (B)(6) is not in scope of CAPA (B)(4). CAPA (B)(4) was initiated to investigate pump failures to restart outside the subpopulation of CAPA (B)(4). Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and driveline extension cable were not returned for evaluation. Failure analysis could not be performed as the devices were not returned. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on (B)(6) 2017. A vad stopped alarm was logged at 13:58:55, due to an open phase on both stators. This was followed by an electrical fault alarm logged at 13:59:15 due to a phase not connected on the front stator. At 14:00:23, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms along with multiple failed attempts of the pump to restart. In addition, 8 low flow alarms were recorded since (B)(6) 2017. This is an additional finding unrelated to the reported event. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Of note, it was reported that removing the extension cable and connecting the driveline cable to the controller resolved the issue as the pump worked as intended. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the last vad disconnect alarm may be attributed to the reported removal of the driveline extension cable from the controller. Possible root causes for the electrical fault and vad stopped/disconnect alarms observed in the log files may be attributed but not limited to a marginal connection between the driveline extension cable and the controller and/or a malfunction of the driveline extension cable. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. The likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Other devices involved in this event: brand name: heartware ventricular assist system ¿ pump, medical device: model 1104, serial number: (B)(4), expiration date: 2019-09-30, UDI: (B)(4). Device available for evaluation: no. Device mfg date: 2017-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) subsequently tested out of specification during manufacturer¿s analysis. The vad remains in use.